Event description:
It was reported that a user on the ilet bionic pancreas experienced prolonged hypoglycemia during and after increased physical activity while remaining connected to the infusion set, with continuous glucose monitor (cgm) readings as ¿low¿ and recovery after oral carbohydrates. The user employs a dexcom g7 and has not been pausing or disconnecting during exercise. Symptoms included dizziness, confusion/disorientation consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without hospitalization. Investigation included troubleshooting and education regarding exercise management and infusion set practices. Investigation of this case revealed user-related use of the device during extended exercise without pausing or disconnecting insulin delivery, which is consistent with known risk of hypoglycemia during activity; no device malfunction or component failure was identified for the infusion set or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device during exercise leading to hypoglycemia.

Manufacturer narrative:
Initial.